Manufacturer narrative:
A DHR review was completed with no noted nonconformance's or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of redness, itching, and blisters/welts. The patient sought medical treatment from their doctor and used an otc medication. The patient reported following proper skin preparation.